Manufacturer narrative:
(B)(4). It was reported that the date may have been in the end of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The patient had outpatient surgery to repair the hernia. The patient did not require hospitalization. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the patient had been hospitalized for the hernia event approximately two months after onset. Following hernia repair surgery, the patient's therapy settings were changed to a lower fill volume and the patient no longer performed a last fill. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.